Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient experienced abdominal pain during treatment. During follow-up w/the patient's pdrn, it was reported the pt was diagnosed w/inguinal hernia. The pdrn was not aware of the date of diagnosis or the cause of the hernia. The pt was not hospitalized, but is scheduled for an upcoming hernia repair. The pt was not hospitalized, but is scheduled for an upcoming hernia repair. The pt has not missed any of his pd treatments.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complaint a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.